Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received without the serial number label. Further testing could not be performed due to the prime anomaly.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The caller was not holding a button down for three minutes or greater. Advised the customer revert to back up plan. No further information was provided.